Event description:
Patient had reported at recent visit with physician (unknown date) and follow up call with the rep (6/12) that she was still experiencing new pain and swelling in left leg. Return of pain and discomfort were also reported. These symptoms were not there prior to implant and she states it started soon after the last revision surgery (3/24). Patient scheduled for a lead revision on the day of the report. Physician opened the spinal pocket, located and removed the anchor. Physician removed the right lead that entered the epidural space at t12/l1. Physician used a suture to close this entry point. He then started to access the epidural space at t11/12. At this point, the patient was pushing upwards and there was some concern with this movement and trying to obtain safe entry to the epidural space. Physician was able to obtain access to the epidural space and began to place lead. However, during this time, there was concern from anesthesia about patient vitals and stability. The revision was aborted and the physician cut the lead in the spinal pocket and closed incision. Remaining piece of lead is still connected to battery and tunneled over to spinal incision. Healthcare providers stabilized patient. Patient showed no neurological deficits during pacu exam. She did complain of severe pain in bilateral extremities with focus on the left. Patient admitted to the hospital to get CT scan and for monitoring. Physician requested that the rep program on the remaining lead. Patient felt tingling in left leg only. Programmed dtm endurance on this lead. High impedances and avoid impedances were noted. No further information is known at this time.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: 2023-03-24 product type lead product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial## (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial (B)(4), ubd: 22-oct-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was new pain from the baseline post implant. Immediately after implant surgery, patient complained of new onset pain in bilateral lower extremities. Majority of new pain was on left leg where she does not have chronic pain. Physician was notified immediately by representative and nursing staff of new onset pain. Physician believed that the left lead was causing the issue (entry at t12/l1). Patient was monitored by nursing staff until physician was able to take her back to surgery for a lead revision. Removed the left lead, which physician believed to be the one causing the symptoms. Patient symptoms ceased. Placed new lead with entry one level higher at t11/12. No new symptoms. Connections and impedances wnl. They achieved good paresthesia coverage with programming and no new onset pain post lead revision. The issue was resolved.